Event description:
Caller reported an issue with incorrect time and date settings on the insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating the pump's time and date, educated the caller regarding the potential effects on uploads and reports, and advised monitoring the situation for any recurring discrepancies greater than five minutes. The caller understood and acknowledged the information provided.